Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels. The customer stated that before bed he eats candy but still wakes up around 50 mg/dl. The customer's current blood glucose level was 113 mg/dl. The customer was advised to speak with their health care provider regarding the low blood glucose levels. The customer was advised to monitor the device and call back if issues persisted. Nothing was replaced or returned.